Manufacturer narrative:
Full UDI unknown since no lot number was provided. Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5058311.

Event description:
Lap chole -" doctor was trying to remove the specimen bag from the patients abdomen, the plastic end cap, where the bag cinches, popped loose and was sliding on the string. Dr. (B)(6) was very concerned the string could potentially break and loose piece of non-radiopaque plastic be free in the abdomen. Dr. (B)(6) is more than proficient in deploying the bag so operator error was not a factor." Patient status - "no bad patient outcome was experienced." Medwatch report: voluntary 04-dec-2015: "the plastic piece (bead) that is attached to the line came apart into two pieces. There is a concern that this piece could be lost/left in the abdomen. However, it was not left in the abdomen on this patient. Dates of use: (B)(6) 2015. Diagnosis or reason for use: removal of internal organs, i.e. Gall bladder."

Manufacturer narrative:
This report is to follow up with medwatch# mw5058311. Investigation summary: the actuator, prongs, tube and handles of the retrieval system were returned; however, the bag, bead and cord were not. In the absence of said components, it is difficult to determine the root cause of the event. As the lot number was not provided, a lot trace was performed; the event unit could potentially have come from one of five lots. A review of the manufacturing records indicates that these lots passed all manufacturing and quality standards. The root cause cannot be determined as the event unit was not returned for evaluation. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.